Event description:
It was reported that 1 ext set 0.2 micron filter ss dehp free from lot 20129523, and 1 set from an unspecified lot had issues with air entering their lines. The following information was provided by the initial reporter: "they currently are stocking us with product 20027e (0.2 micron low protein binding filter extension set) lot number (10)20129523 and have received feedback from the nurses that they frequently get air in the line despite all connections being tight."

Manufacturer narrative:
H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The extension set was attached to a primary tubing and allowed to flow for 1 hour. No air bubbles were observed in the extension set. The customer complaint that there have been frequent issues with nurses observing air in line despite all connections being tight could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20027e lot number 20129523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20129523, medical device expiration date: 2023-11-30, device manufacture date: 2020-11-30. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ext set 0.2 micron filter ss dehp free from lot 20129523, and 1 set from an unspecified lot had issues with air entering their lines. The following information was provided by the initial reporter: "they currently are stocking us with product 20027e (0.2 micron low protein binding filter extension set) lot number (10)20129523 and have received feedback from the nurses that they frequently get air in the line despite all connections being tight."